Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection . Through disassembly and visual inspection, the rotor assembly was visually confirmed by the technician as affected by a substance/debris.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.